Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that they received a no delivery alarm during the infusion set change. Troubleshooting was performed. They were advised to push the plunger. The customer stated that the insulin did exit the tubing. The customer ran a manual prime to at least 5 units and the insulin pump did not alarm a no delivery. The customer was advised that the insulin pump was working as designed. The customer called back and reported that they received a no delivery alarm again. Additionally, the customer reported that they had experienced a high blood glucose level of 400 due to no delivery. They treated with the insulin pump. They kept doing a bolus and the blood glucose eventually came down. The customer declined troubleshooting for the high blood glucose. The customer declined to troubleshoot for the no delivery again. The device was returned for analysis.